Event description:
It was reported patient lost therapy and the ipg was inoperable. As such surgical intervention took place where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
B3 - date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.